Event description:
It was reported that when the lens was implanted the doctor noticed that the front haptic was bent and was not unfolding with the body temperature of the patient. It was stated that the doctor had originally enlarged the first incision to implant the lens and did not enlarge the incision further to remove the lens. The lens was replaced with the same model with no incident within the same procedure. It was reported that the patient is doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed and determined that all process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing instruction specifications. No deviation or nonconformance (ncr) related to the customer claim was generated. The manufacturing record showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.